Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: UDI#: h3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the patient's complaint was confirmed. Led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller was present with the patient at the MRI facility and they were calling because they unable to connect to the patient's ins. The caller stated the patient's "generator" was at ~80% charge. The caller was instructed how to connect, but kept getting a "no device found" message when they attempted to connect to the ins. The caller adjusted the communicator position then hit "retry" several times without success. It was suggested that the caller power off the handset and communicator for ~30 seconds, then power back on. The caller complied, but still no success. The patient had their recharger with them, and the caller was advised to check the ins battery charge via the recharger app. When the recharger was placed in the dock, scrolling green battery lights appeared. The caller confirmed the dock was plugged in and the green light was present on the dock. The caller was instructed to press the power button once, but it was unresponsive. The caller was instructed to press and hold the power button down to reset the recharger, but it was still unresponsive except for the scrolling green lights. The patient confirmed this was the same recharger they were issued at device implant in 2020. A replacement recharger was suggested and sent out. When asked, the patient said they normally recharged their ins every week, but it had now been about 2 weeks since they last recharged. The patient informed the caller they charged last night, but upon clarification, the patient said they charged their external equipment last night. It was reviewed that it was very likely that the implanted battery was depleted at this point, which was why they were unable to connect. MRI scanning guidelines were reviewed and it was suggested that the patient postpone their scan until they got their new recharger and charged their ins appropriately.